Event description:
Reporter noted lack of aspiration at the very beginning of surgery, but initiated emulsification of the lens. Stopped procedure at first groove, and changed handpieces. No improvement noted. Checked and changed tubing and completed procecure. Became aware of corneal burn after changing phaco handpiece. Used two sutures to close wound.